Event description:
Per provider the unit is leaking. Per independent repair center statement the unit has low o2 or yellow light. The key failure was the regulator kit is leaking. Additional malfunctions were the tie strap was other/defective. The rex roth valve for the manifold is leaking.